Event description:
It was reported that during a ptca/stent procedure in a patient with triple vessel disease, the guide wire was unable to be removed from the distal av groove. It appeared that the guide wire was pinned between the stent and the vessel wall. After some tugging, the guide wire broke in the vessel. Cardiac surgery consultation was obtained and the patient was sent for bypass surgery. The patient was discharged on the 5th day post-op.